Manufacturer narrative:
The surgeon positioned the 1st coil successfully. When advanced the 2nd coil into the tip of the mc he felt much friction. X-ray indicated the coil had partly stretched. The surgeon had to remove the coil and changed new one to complete. There was no report ton patient injury. All guidelines were followed during delivery of the coil through the non-codman microcatheter, and the coil remained attached to the delivery system. The target site was the pcom artery. The surgeon used envoy 6f gc and sl-10 mc from stryker to establish access no additional information was available. A non-sterile og cmplx xtrasoft coil 3.5x7.5 was received coiled inside dispenser unknown inside of a plastic bag. The hypotube was inspected and it was found without any damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside introducer. The support coil was found without damage. The gripper was found without damage while the embolic coil was found stretched. The suture was found tangled in the stretched of the embolic coil but intact without breakage. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The suture was found tangled in the stretched of the coil but intact without breakage. The od from the delivery tube was measured and was found within specification. The functional test could not be due to condition of the embolic coil stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿detachable coil delivery system (dcs)- resistance/friction¿ could not be evaluated due to condition embolic coil stretched. The failure reported by the costumer as ¿coil- unraveled/stretched was confirmed during the microscope analysis¿ the cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The surgeon used envoy 6f gc and sl-10 mc from stryker to establish access. The surgeon positioned the 1st coil successfully. When advanced the 2nd coil into the tip of the mc he felt much friction. X-ray indicated the coil had partly stretched. The surgeon had to remove the coil and changed new one to complete. There was no report ton patient injury. Code: 640cx3575, lot#:16006536, qty:1 all guidelines were followed during delivery of the coil through the non-codman microcatheter, and the coil remained attached to the delivery system. No additional information was available. The target site was the pcom. The device was not returned for analysis, and the review of the manufacturing documentation associated with this lot (c18949) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis, and the event cannot be confirmed. With the information provided it is possible that procedure factors may have contributed to the event. Additionally, the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taking at this time.

Event description:
The surgeon positioned the 1st coil successfully. When advanced the 2nd coil (640cx3575,/lot16006536) into the tip of the sl 10 (mc) microcatheter he felt much friction. X-ray indicated the coil had partly stretched. The surgeon had to remove the coil and changed new one to complete. There was no report ton patient injury. All guidelines were followed during delivery of the coil through the non-codman microcatheter, and the coil remained attached to the delivery system. The patient is female, (B)(6), had pcom. The surgeon used envoy 6f gc and sl-10 mc from (B)(4) to establish access. No additional information was available.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.